Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2021 (related manufacturer reference number: 3006705815-2021-05261) the ipg stopped communicating with external device. Troubleshooting was unable to resolve the issue. The ipg was put into surgery mode prior to the surgery. As such, the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The reported observation of ¿ipg communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure.